Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: scope communication error (e226) was due to faulty receiver module. The most probable cause of the malfunction is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the video system center, which is an olympus asset with no reported complaint. During the evaluation of the device, scope communication error (e226) and image flickering was observed. The service repair technician assessed the condition and determined that the most likely cause of the scope communication error (e226) was due to faulty receiver module. There was no patient involvement.